Manufacturer narrative:
This event occurred in (B)(6). Calibration and qc was acceptable. The sample was centrifuged for 9 minutes at 3400 rpm. Based on the type of sample tube the customer uses, this centrifugation time is too short and the speed is too slow. No issues were identified during a review of the alarm trace data. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs stat (troponin t hs stat) on a cobas e 411 immunoassay analyzer. The initial result was 24.72 ng/l. This result was reported outside of the laboratory. On (B)(6) 2019 the sample was repeated with a result of 4.3 ng/l. A new sample was obtained on (B)(6) 2019 and the result was 5.12 ng/l. The troponin t hs stat reagent lot number was 41679701 with an expiration date of 30-nov-2020.